Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('acute pain/chronic pelvic pain/pain'), genital haemorrhage ('heavy bleeding/heavy and irregular bleeding/ abnormal bleeding (general)') and bipolar disorder ('bi-polar') in a 36-year-old female patient who had essure (batch no. A06488-inv,12564598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state, rectal bleeding (several episodes), fibromyalgia, hemorrhoids, spotting vaginal, smoker, uti, sinus infection, rheumatoid arthritis, iron deficiency anemia (secondary to blood loss), genital herpes simplex, gait disturbance, anxiety, hyperlipidemia, sciatica, transfusion, rubber sensitivity, shellfish allergy, seafood allergy, hernia repair and appendectomy. Esophagogastroduodenoscopy. Previously administered products included for an unreported indication: depo provera, naproxen, abilify, advair, wellbutrin, neurontin, prozac, vesicare, vicodin and ibuprofen. Concurrent conditions included depression, swallowing difficult (fibromyalgia mess with swallowing), fatigue (fibromyalgia mess with fatigue), pain ovarian, vaginitis bacterial, menses irregular (irregular menstrual cycle), bipolar disorder, weight gain, cramp in lower abdomen, nipple discharge, pruritus, blisters, rash, asthma, yeast infection and paratubal cyst. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2015, fluoxetine hydrochloride (prozac) since (B)(6) 2015 and solifenacin succinate (vesicare) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urinary tract disorder ("urinary problems or changes"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"), 3 months 14 days after insertion of essure. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced constipation ("constipation") and arthralgia ("joint pain"). On an unknown date, the patient experienced abdominal distension ("swelling"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder problems"), abdominal pain ("abdominal pain") and bipolar disorder (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy, essure coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, anxiety, depression, fibromyalgia, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, alopecia, abdominal pain lower, back pain, bladder disorder and bipolar disorder had not resolved and the abdominal distension, vaginal haemorrhage, menorrhagia, constipation, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the procedure was performed on the right side 2 coils were visible at the end of the procedure, on left side 2 coils were visible at the end the patient tolerated the procedure well. Discrepancy noted in essure insertion date as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: back pain, abdominal pain, headache, nausea, dyspareunia, arthralgia, pelvic pain, menorrhagia. Lot number a06488 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received: events: bipolar added. Event outcome, onset date, concomitant drugs were added. Consumer address details were updated. Patient aka name added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pain/chronic pelvic pain/pain") and genital haemorrhage ("heavy bleeding/heavy and irregular bleeding/ abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A06488, 12564598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum state, rectal bleeding (several episodes), fibromyalgia, hemorrhoids, spotting vaginal, smoker, uti, sinus infection, rheumatoid arthritis, iron deficiency anemia (secondary to blood loss), genital herpes simplex, gait disturbance, anxiety, hyperlipidemia, sciatica, transfusion, rubber sensitivity, shellfish allergy, seafood allergy, hernia repair and appendectomy. Previously administered products included for an unreported indication: depo provera, naproxen, abilify, advair, wellbutrin, neurontin, prozac, vesicare, vicodin and ibuprofen. Concurrent conditions included depression, swallowing difficult (fibromyalgia mess with swallowing), fatigue (fibromyalgia mess with fatigue), pain ovarian, vaginitis bacterial, menses irregular (irregular menstrual cycle), bipolar disorder, weight gain, cramp in lower abdomen, nipple discharge, pruritus, blisters, rash, asthma, yeast infection and paratubal cyst. In march 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced migraine ("migraine"), headache ("headaches"), nausea ("nausea"), back pain ("back pain"), constipation ("constipation") and arthralgia ("joint pain"). On (B)(6)2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("swelling"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder problems ") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy, essure coil removal). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, dyspareunia, anxiety, depression, fibromyalgia, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, alopecia, abdominal pain lower, back pain, bladder disorder, vaginal haemorrhage, menorrhagia, constipation, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the procedure was performed on the right side 2 coils were visible at the end of the procedure, on left side 2 coils were visible at the end the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion esophagogastroduodenoscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: back pain, abdominal pain, headache, nausea, dyspareunia, arthralgia, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received, reporter added, product information updated, events added as per pfs vaginal haemorrhage, menorrhagia, constipdation, arthralgia, abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pain/chronic pelvic pain/pain") and genital haemorrhage ("heavy bleeding/heavy and irregular bleeding/ abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A06488-not valid, 12564598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum state, rectal bleeding (several episodes), fibromyalgia, hemorrhoids, spotting vaginal, smoker, uti, sinus infection, rheumatoid arthritis, iron deficiency anemia (secondary to blood loss), genital herpes simplex, gait disturbance, anxiety, hyperlipidemia, sciatica, transfusion, rubber sensitivity, shellfish allergy, seafood allergy, hernia repair and appendectomy. Previously administered products included for an unreported indication: depo provera, naproxen, abilify, advair, wellbutrin, neurontin, prozac, vesicare, vicodin and ibuprofen. Concurrent conditions included depression, swallowing difficult (fibromyalgia mess with swallowing), fatigue (fibromyalgia mess with fatigue), pain ovarian, vaginitis bacterial, menses irregular (irregular menstrual cycle), bipolar disorder, weight gain, cramp in lower abdomen, nipple discharge, pruritus, blisters, rash, asthma, yeast infection and paratubal cyst. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced migraine ("migraine"), headache ("headaches"), nausea ("nausea"), back pain ("back pain"), constipation ("constipation") and arthralgia ("joint pain"). On (B)(6)2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("swelling"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder problems ") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy, essure coil removal). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, dyspareunia, anxiety, depression, fibromyalgia, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, alopecia, abdominal pain lower, back pain, bladder disorder, vaginal haemorrhage, menorrhagia, constipation, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the procedure was performed on the right side 2 coils were visible at the end of the procedure, on left side 2 coils were visible at the end the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion esophagogastroduodenoscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: back pain, abdominal pain, headache, nausea, dyspareunia, arthralgia, pelvic pain, menorrhagia. Lot number a06488 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pain/chronic pelvic pain") and genital haemorrhage ("heavy bleeding/heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("swelling"). The patient was treated with surgery (explant procedure for essure device/patient underwent pelvic surgery to alleviate the symptom). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 15-sep-2017: reporter information was updated. Essure was inserted in or around (B)(6) 2015, (previously reported as (B)(6) 2010). Event onset date was updated. Event: acute pain was amended to acute pain/chronic pelvic pain; event: heavy bleeding was amended to heavy bleeding/heavy and irregular bleeding. Event: dyspareunia was added. Event outcome was unknown. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pain/chronic pelvic pain") and genital haemorrhage ("heavy bleeding/heavy and irregular bleeding") in a 36-year-old female patient who had essure (batch no. A06488) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum state, rectal bleeding (several episodes), fibromyalgia, hemorrhoids, spotting vaginal, smoker, uti, sinus infection, rheumatoid arthritis, iron deficiency anemia (secondary to blood loss), genital herpes simplex, gait disturbance, anxiety, hyperlipidemia, sciatica, transfusion, rubber sensitivity, shellfish allergy, seafood allergy, hernia repair and appendectomy. Previously administered products included for an unreported indication: naproxen and depo provera. Concurrent conditions included depression, swallowing difficult (fibromyalgia mess with swallowing), fatigue (fibromyalgia mess with fatigue), pain ovarian, vaginitis bacterial, menses irregular (irregular menstrual cycle), bipolar disorder, weight gain, cramp in lower abdomen, nipple discharge, pruritus, blister, rash, asthma and yeast infection. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("swelling"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy, essure coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the procedure was performed on the right side 2 coils were visible at the end of the procedure, on left side 2 coils were visible at the end the patient tolerated the procedure well. Diagnostic results: esophagogastroduodenoscopy. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: reporters details added. Aka names added. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pain/chronic pelvic pain/pain") and genital haemorrhage ("heavy bleeding/heavy and irregular bleeding/ abnormal bleeding (general)") in a (B)(6)-year-old female patient who had essure (batch no. A06488, 12564598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum state, rectal bleeding (several episodes), fibromyalgia, hemorrhoids, spotting vaginal, smoker, uti, sinus infection, rheumatoid arthritis, iron deficiency anemia (secondary to blood loss), (B)(6), gait disturbance, anxiety, hyperlipidemia, sciatica, transfusion, rubber sensitivity, shellfish allergy, seafood allergy, hernia repair and appendectomy. Previously administered products included for an unreported indication: depo provera, naproxen, abilify, advair, wellbutrin, neurontin, prozac, vesicare, vicodin and ibuprofen. Concurrent conditions included depression, swallowing difficult (fibromyalgia mess with swallowing), fatigue (fibromyalgia mess with fatigue), pain ovarian, vaginitis bacterial, menses irregular (irregular menstrual cycle), bipolar disorder, weight gain, cramp in lower abdomen, nipple discharge, pruritus, blister, rash, asthma and yeast infection. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("swelling"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urinary tract disorder ("urinary problems or changes"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and bladder disorder ("bladder problems "). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy, essure coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, dyspareunia, anxiety, depression, fibromyalgia, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, alopecia, abdominal pain lower, back pain and bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: the procedure was performed on the right side 2 coils were visible at the end of the procedure, on left side 2 coils were visible at the end the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion esophagogastroduodenoscopy. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received: reporter information, other relevant history, lab data, product indication, psychological or psychiatric problems condition: anxiety, depression, autoimmune disorder type of disorder: fibromyalgia, bladder or urinary problems or changes, migraine, headaches, nausea, dysmenorrhea (cramping), fatigue, weight gain, hair loss, lower abdominal pain, back pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.